Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6), product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that one day after the implant of the device, the hcp made a surgical intervention because there was liquid in the abdominal cavity. At the time of implant, the consumer was 51 kg. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the liquid in the abdominal cavity was not determined. The type of surgical intervention was noted as laparoscopic intervention and the result of which gave no abnormalities.